Event description:
It was reported patient had a micl 12.1mm implantable collamer lens implanted in the right eye on (B)(6) 2007. As part of the post market study, the patient reported experiencing two retinal detachments in the same eye in less than 2 weeks. The doctor's office was contacted and additional information was requested but none has been forthcoming. A supplemental will be submitted when further information is available.

Manufacturer narrative:
(B)(4). Method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - retinal detachment is a labeled complication in the insertion of a myopic icl. Any highly myopic patient has an increased risk of experiencing retinal detachment during any intraocular procedure. This adverse event is most likely secondary to the increased risk of detachments in patient's that are highly myopic rather than the icl itself. The clinical trials showed that the cumulative risk of retinal detachment after implantation of this device is 0.66%. Conclusions: (no conclusion can be drawn): based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined, (B)(4).